Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. During the evaluation, the downstream sensor was found to be failed. The downstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump had "downstream occlusion". It was also reported there was no patient involvement.